Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited image disappearance during angulation and an e216 scope communication error. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the image sensor unit may have been broken. The probable cause of breakage is irregular load to the bending section since damage was observed on the bending section. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.